Event description:
The pump was returned for investigation. Investigation found a dim/faded display screen. This report is made based on the results of investigation completed on 04/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: on investigation, the pump powered up to a dim display screen. The keypad cover was peeling off the base. All the buttons responded properly and no contamination was found under any of the button contacts.